Manufacturer narrative:
A visual inspection dimensional analysis, and functional testing was performed on the returned device. The reported difficult to insert was unable to be confirmed with the returned delivery catheter due to the damage noted. However, the filter was loaded into a proxy delivery catheter with no resistance noted, indicating that the filtration element functioned properly. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The investigation was unable to determine a definitive cause for the reported difficulties. It is possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the delivery catheter pod preventing the filtration element from being able to load properly; however, this could not be confirmed. Based on the reported information and evaluation of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: health effect - impact code 2199 removed; medical device problem code 1528 was removed.

Event description:
It was reported that the procedure was to treat a carotid artery. The filter of a large emboshield nav6 embolic protection system (eps), got stuck inside the catheter. A new emboshield nav6 eps was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Subsequent to the previously filed report, additional information was received that reported the filter could not be fully retracted into the delivery catheter during preparation. There was no patient involvement and no device use. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat a carotid artery. The filter of a large emboshield nav6 embolic protection system (eps), got stuck inside the catheter. A new emboshield nav6 eps was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.